Event description:
It was reported that the patient stated the implant, recharger, or patient programmer (pp) were not working. The patient was unable to charge his implant or feel stimulation. While on the call the patient started a recharging session and was able to see all coupling bars. Battery icon meaning, coupling bar icons, and recharger battery level was reviewed with the patient but they indicated that the implantable neurostimulator (ins) was less than ¼ charged. It was reviewed with the patient they would need to charge the implant for a few hours in order to turn it back on. The patient stated he had done this several times before and nothing happened and he didn¿t feel stimulation. A request was made to have the device checked. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: 2009-09-09 explanted: product type lead product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).